Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.this product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited fracture. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead is not expected to be returned for analysis, as it was retained by the health care facility.